Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Fatigue: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient representative reported "cysts", "severe fatigue, fatigue syndrome and difficulty concentrating", "breast implant illness (bii)". Patient representative reported "small cysts, a fibroadenoma suspected in the breast tissue and lymph nodes are unspecific" diagnosed via mammography. Patient representative reported "dense glandular tissue with small scattered cysts" diagnosed via MRI. Patient representative reported "benign appearing cysts and fibroadenoma suspected" diagnosed via ultrasound. The events of ¿severe fatigue,¿ ¿diagnosed with fatigue syndrome,¿ ¿dense glandular tissue with small, scattered cysts,¿ and ¿fibroadenoma suspected in breast tissue¿ have been deemed not device related. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported "cysts", "severe fatigue, fatigue syndrome and difficulty concentrating", "breast implant illness (bii)". Patient representative reported "small cysts, a fibroadenoma suspected in the breast tissue and lymph nodes are unspecific" diagnosed via mammography. Patient representative reported "dense glandular tissue with small scattered cysts" diagnosed via MRI. Patient representative reported "benign appearing cysts and fibroadenoma suspected" diagnosed via ultrasound. The events of ¿severe fatigue,¿ ¿diagnosed with fatigue syndrome,¿ ¿dense glandular tissue with small, scattered cysts,¿ and ¿fibroadenoma suspected in breast tissue¿ have been deemed not device related. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: lymphadenopathy: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Chronic fatigue syndrome: unable to observe since it is not related to the device. Other-medical: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h11.

Event description:
Patient representative reported "cysts", "severe fatigue, fatigue syndrome and difficulty concentrating", "breast implant illness (bii)". Patient representative reported "small cysts, a fibroadenoma suspected in the breast tissue and lymph nodes are unspecific" diagnosed via mammography. Patient representative reported "dense glandular tissue with small scattered cysts" diagnosed via MRI. Patient representative reported "benign appearing cysts and fibroadenoma suspected" diagnosed via ultrasound. Patient representative later reported "questionable lymph node swelling", "non-specific right axillary lymph nodes", "dense fibroglandular lymph node tissue without suspicious focal findings or architectural disorders", "at 10 o'clock, oval, smoothly limited, rather low-echo finding, measuring 10x8x3 mm, no increased perfusion, unobtrusive in elastography, dd thickened cyst dd fibroadenoma", "fibrocystic mastopathy tissue ventral to the prosthesis", "mastopathy lymph node tissue with significantly more but bare cysts compared to the sides, especially on the outside", "fibrocystic mastopathy", "hypothyroidism" which is considered not device related, "low blood pressure", "varicose veins", "irritable wound", "drainage collected 25ml serous liquid", ¿oral hormonal contraception¿, and ¿no lymphomas". This record is for the right side. The device has been explanted and replaced with another manufacturers device.